Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device was "dead" when checked. It was also reported that telemetry could not be achieved. The patient was referred to another doctor for a followup appointment but did not show up. No patient complications have been reported as a result of this event.